Manufacturer narrative:
During a follow-up, the customer confirmed the issue occurred on (B)(4) 2019 and customer's blood glucose level was 160 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, no response was received.